Manufacturer narrative:
The information provided in pt weight was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with infusion set's kinking and their blood glucose level had been in the range of 600 mg/dl. They treated their high blood glucose with syringes. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.